Event description:
(B)(4). The dealer reported that the irc400 hand held concentrator analyzer was reading o2 output incorrectly, and was off by over 4 percent. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-00055. This is a non reportable event. The product is not a medical device, it is an irc400 hand held analyzer, a tool used by technicians for concentrators.